Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the downstream occlusion (dso) seal slightly bubbled. During analysis, the customer's reported problem regarding "over infusing" was confirmed. Service will replace the expulsor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was over infusing. It was reported that the issue was found during setup and there was no patient involvement. No adverse effects were reported.